Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer stated blood glucose was over 600 mg/dl at the time of incidence and now it is 133 mg/dl. Customer was treated with insulin pen or manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated drive support cap was normal. The insulin pump will be returned for analysis.